Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient came into the hcp office for a 1 year post-operative appointment on (B)(6) 2015 and stated she was not getting therapeutic effect. It was noted the patient had not seen or contacted a rep for reprogramming since (B)(6) 2015. On (B)(6) 2015, usage read 97%, so it was suggested to the patient to take a stimulation holiday. On (B)(6) 2015, the patient was seen by the hcp. The patient stated there was 100% pain relief with the stimulator off and the patient wanted it explanted. It was noted the hcp reminded the patient that the pain could just come back and once the implant was taken out it was permanent. The option to just keep the implant intact and keep stimulator off but charged was given to the patient. The patient responded that the implant was annoying and she wanted it taken out. Surgical intervention was planned but not scheduled. Later, it was reported the patient was scheduled for explant on (B)(6) 2015. But because the patient took aspirin, the doctor was unable to remove the entire system as requested by the patient. Only the battery was explanted. Relevant medical history included spinal pain and failed back surgery syndrome.